Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic shoulder surgery they found out that the loop is broke on the time that they are closing the wound. They then opened new device to resolve the case. No patient injury.